Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had burning at their battery pocket when charging. It was reported that there were no known contributing factors that may have led to this issue. It was reported that the patient met with a rep last week for diagnostics/troubleshooting. The patient was instructed to participate in 15-minute charging sessions with one hour between to see if this improves the burning. The issue was not resolved at the time of the report. It was indicated that the provided information was confirmed with the healthcare provider¿s (hcp¿s) office. It was reported that the patient would be seen again on (B)(6) 2018 for a post-operative appointment with a medical doctor. No surgical intervention has occurred or is planned at this time. The patient is alive and without injury. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that no additional actions were taken to resolve the burning at the ins site while charging. The cause of the burning at the ins site while charging was not determined, and the issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.